Event description:
It was reported that this electrode had dislodged and migrated from its original implant position, as confirmed via x-ray. Surgical intervention was performed, and the electrode was repositioned and remains in service. No additional adverse patient effects were reported.